Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was out of insulin for about six hours and her insulin pump did not alarm no delivery. The father mentioned that the customer gets small amounts of insulin, and it could be that the insulin pump takes a while to pick up on the blockage. Advised the father to call back at anytime to continue testing if it is needed. No further information was provided.